Manufacturer narrative:
Product complaint # (B)(4) . Additional information: h6. Health effect - impact code. Additional information was requested, and the following was obtained: 1. Was there any intraoperative concurrent use of other products? Surgiflo. 2. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Prophylactically, surgeon puts powder into the incision right before leaving the room and having the pa close. 3. Where was the surgicel used (on what tissue)? All deep layers down to bone. 4. How much surgicel was used during the procedure? The entire 3 grams. 5. Was the surgicel product left in place? Was the excess irrigated and removed? No irrigation. 6. Onset date? It was reported to the staff the following day. 7. Has any surgical or medical intervention been performed? Yes. Two days after the original case there was a revision case where the surgicel powder was ¿erupting¿ out when the incision was made. 8. What is physician¿s opinion as to the etiology of or contributing factors to this event? Surgicel powder swells up too much and causes nerve pain/issues in patients. 9. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative oozing and nerve pain? No. 10. What is the patient¿s current status? Discharged with positive outcome. 11. What is the users experience w/ surgicel powder and other hemostatic agents? His preferred agent is arista with vanco mixed together. The following information was requested, but unavailable: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. What is the lot number? 5. What were current symptoms following the index surgical procedure? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a tlif procedure on(B)(6) 2023 and absorbable hemostat was used. The patient complaint about back pain after the procedure, but during a rescission procedure performed on (B)(6) 2023, the product was starting to ooze out causing nerve pain. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. What is the lot number? 6. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 7. Where was the surgicel used (on what tissue)? 8. How much surgicel was used during the procedure? 9. Was the surgicel product left in place? Was the excess irrigated and removed? 10. What were current symptoms following the index surgical procedure? Onset date? 11. Has any surgical or medical intervention been performed? 12. What is physician¿s opinion as to the etiology of or contributing factors to this event? 13. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative oozing and nerve pain? 14. What is the patient¿s current status? 15. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.